Event description:
Initial description: "it was reported that sheath radio opaque material was broken and left in right atrium."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Eval of the retain devices did not show any brittleness of the ro/soft material. Pull forces of ro/sheath joint was above the minimum specification. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Due to the nature and frequency of this and other similar field reports, thomas medical products issued a recall for the safesheath csg product line on (B)(6) 2009. The lot involved in this incident was a part of recall (B)(4).